Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the battery compartment was found to be cracked. The battery cap was secured and the pump was exercised for 24 hours without power loss. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The pump was returned to animas and was investigated by product analysis on 06/19/2013. Investigation found that the display screen was faded and discolored. This report is made based on the results of investigation.